Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to a femur fracture. The modular head and femoral stem were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown, date implanted - unknown, manufacture date ¿ unknown.